Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is deceased and died approximately five weeks after implantable pulse generator and lead replacement. The cause of death has been requested and not received.